Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and x-rays were provided and reviewed by a health care professional. Review of the available records identified possible loosening of the tibial component, which can cause stiffness, and a large joint effusion without definite fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - new zealand. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00334, 3007963827-2022-00335.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Approximately 15 months post implantation, the patient was revised due to pain and stiffness. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified the units as having signs of being implanted with scratches, nicks, foreign material on the units, and wear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.